Event description:
It was reported that the patient had a pocket revision/battery reposition done on (B)(6) 2014 where the battery was moved lower but on the same side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the reason the pocket was moved was due to the implantable neurostimulator (ins) being uncomfortable when the patient was sitting/working. Prior to the pocket revision there was 50% or greater symptom reduction. Information was omitted pertaining to event (B)(4)¿ pain/lack of stim after revision.